Event description:
Concomitant device reported; insertion handle (part # 03.010.440, lot # 11-3171, quantity 1), tibial nail (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the driving cap (p/n: 03.010.475, lot number: l551776) was received at us cq. Upon visual inspection, the tip of the driving cap had broken off. The shaft and head of the device have some minor cosmetic nicks, scratches, and dents. Dimensional inspection: tip shaft was measured and found to be conforming as pr relevant drawing. Document/specification review: relevant drawing (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the driving cap has broken off. Additionally, the head and shaft have cosmetic nicks, scratches, and dents. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.475, lot number: l551776, manufacturing site: bettlach, release to warehouse date: 10. Oct. 2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a tibial nail on (B)(6) 2020, the driving cap broke while connected to the insertion handle. The nail was in its final position for last hit when the driving cap broke. A broken fragment was generated but was removed easily without additional intervention. The procedure was successfully completed without a surgical delay. Patient status is unknown. Concomitant device reported; insertion handle (part # 03.010.440, lot # unknown, quantity 1), tibial nail (part # unknown, lot # unknown, quantity 1). This report is for 1 driving cap. This is report 1 of 1 for complaint (B)(4).